Manufacturer narrative:
This complaint is unconfirmed. Returned for evaluation is a groshong 4 fr PICC catheter. The complaint sample was returned in two sections. Both sections functioned normally during functional testing. Both sections of the complaint sample revealed no leaks during hydraulic pressurization. Gross visual, functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. The complaint incident could not be replicated in the laboratory setting. A lot history review (lhr) of rewd1009 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the pt was placed a PICC line for chemotherapy for one and half months, on (B)(6) 2013, when the nurse did regular maintenance, she found there was a leak in the catheter, so after carefully evaluation, she pulled out of the catheter and changed another one.